Event description:
Report received of a tubing separation at the distal end. The patient was receiving lactated ringers at the time of the separation. Reportedly, the tubing separated from the "luer-lock" and IV fluid leaked onto the patient and the floor. Blood reportedly backed up the central line tubing when the separation occurred. The tubing was replaced. The patient did not experience any adverse effects. Though requested, there was no further information available.